Event description:
Patient reported their meter/lab comparison was 95 mg/dl (ss) versus 147 mg/dl (lab), respectively (35% difference). Tests were done about 30 minutes apart. Control solution test reading (115) was in range (91-136). No symptoms were reported. On follow-up, lfs representative reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.